Event description:
A report was received that the patient's ipg was explanted due to a hole the size of a pencil eraser over the ipg site. The ipg was visible. No infection was detected.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.